Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported communication could not be established with the patient's ipg using external devices. The patient stated having undergone cardioversion; however, it is uncertain if the ipg was operable at the time. Surgical intervention was undertaken on (B)(6) 2016 to explant and replace the ipg. The issue is resolved.